Manufacturer narrative:
(B)(4). The reporter stated that they were using a sigma spectrum pump with variable flow rates from 20 to 999 ml/hr. Evaluation summary: a companion sample, a non-baxter luer lock, and a non-baxter connector were received for evaluation in their original sealed pouches. Visual inspection of the set did not identify any abnormalities that could have contributed to the reported condition. The set was spiked into a solution bag, primed, and checked for flow. The non-baxter devices were then assembled and attached to the male luer of the set. The setup was again primed and gravity tested for flow. The setup primed and flowed normally both alone and when attached to the non-baxter devices. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). In the initial MDR should have been device not available for evaluation as the actual sample was not received only a companion sample was received. In follow-up MDR 001 should have been no as the sample evaluated was not the actual sample but a companion sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Event description:
It was reported that downstream occlusion alarm was noticed in an infusion pump when used with a continu-flo solution administration set. The reported condition occurred when a non-baxter phaseal device was connected to the lower right connector of port of the set, during chemo therapy. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.